Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries, debridement and partial infected mesh removal, small bowel repair, enterotomy, incisional repair and additional surgery; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2005, patient underwent surgery for repair of an incisional ventral hernia. As alleged, a bard/davol kugel patch was implanted to repair the hernia defect. (Note: lot number provided is invalid for reference number) it is alleged by the patient's attorney that on or about (B)(6) 2012, patient underwent a debridement and partial removal of the mesh. It is also alleged by the patient's attorney that on (B)(6) 2013, patient underwent the complete removal of the infected mesh, a repair of the small bowel, enterotomy and the repair of the incisional ventral hernia. The patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression, and has undergone and will likely require in the further other forms of care and medical treatments.